Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a password entry screen appeared when turning on the unit. Preliminary investigation cannot rule out a lockup issue. There was no reported patient involvement.